Manufacturer narrative:
Evaluation in progress, but no conclusions have been drawn.

Event description:
During use of the roller pump for a cardiopulmonary bypass procedure, the device moved with a jerky motion. There was no reported adverse consequence to the pt as a result of this event.